Event description:
Information received with return of the explanted device notes that the battery impedance was 5k ohms. Prior to explant, the device could not be interrogated and inter- mittent pacing and pauses in excess of 2000 msec were observed. After the device was disconnected from the leads, the patient was in atrial fibrillation and atrial pacing thresholds could not be determined. A new pulse generator was connected to the leads and normal pacing ensued.